Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that no energy was coming from the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of no energy coming from instrument. The instrument passed electrical continuity test and a cautery test. The cautery test was conducted using a pk generator. Failure analysis investigation also found the instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches measured .023 - .096 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.